Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, during a case, the bag/ventilator switch did not function as expected. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the customer allegation. The bag to vent (btv) was replaced which resolved the issue.